Manufacturer narrative:
The service technician at the account found that he could brake the wheel on and release it effectively the majority of the time. However, when the lift was moved, the caster would brake and not swivel even though the brake lever was not engaged. The service manual for the sabina ii states in the section titled "instructions regarding the check points, rear caster cleaning": remove cover. Loosen and remove screw. Remove and clean the caster wheel and housing. Re-assemble in reverse order. If wheels are worn or do not roll smoothly, replace them. Check the brakes. They should lock in all directions. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The service technician at the account replaced the rear casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the nurse was transferring the patient and the right rear brake caster locked causing the patient to fall. The patient received bruising and did not require medical intervention. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).